Event description:
Caller reported an error with the continuous glucose monitor (cgm) identified as error 42 after the pump recently came out of storage mode. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, and after the reset, the error code did not reappear. The caller was advised to wait 20 minutes before beginning a sensor session, which they understood and acknowledged.